Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was able to clear the alarm and complete prime process. The customer stated that on the second occurrence of the alarm, the customer run a self-test. The self-test failed. The device will not return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however, the insulin pump alarmed hardware low level failures during the self test and hardware low level failures is found in the downloaded history file due to broken trace at pin 1 u1 on the keypad assembly.